Manufacturer narrative:
The insulin pump passed rewind test, prime test, excessive no delivery test,self test and unexpected restart error test. Analysis was unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with broken reservoir tube lip, cracked battery tube thread, missing reservoir tube lip o-ring and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that they experienced high blood glucose of 505 mg/dl. The customer's blood glucose was 325 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The customer also reported that the threaded part of the reservoir compartment was eroding away and the reservoir would not lock properly. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.